Event description:
A report was received that the patient was experiencing tenderness and redness at the pocket site. Drainage was also noted at the site. The patient was prescribed with antibiotic ointment and hydrogen peroxide. The physician believed that patient's ipg site was a reaction to the vicryl sutures in superficial aspect of the incision. Several sutures were removed and the patient was instructed to continue with the antibiotics. The incision looked much better.